Event description:
It was reported to boston scientific corporation that an unspecified polypropylene pelvic mesh was implanted on an unknown date. According to the complainant, post-procedure, the patient returned for a revision procedure due to erosion in the posterior compartment. The physician cut the mesh, which was bunched in the posterior compartment. Reportedly, the patient was over 18 years of age. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Dr. (B)(6) performed the revision and dr. (B)(6) performed the implantation.